Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked past the bd integra¿ syringe with detachable needle stopper. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded. Unconfirmed: bd was not able to confirm the customer¿s indicated failures.

Event description:
It was reported that medication leaked past the bd integra syringe with detachable needle stopper. There was no report of exposure, injury, or medical intervention.